Event description:
The coulter maxm with autoloader instrument generated erroneously low hemoglobin (hgb) results for three (3) patients. The samples of patients 1 and 3 were retested and repeated results were reported out of the lab. For patient 2 the initial result was reported out of the lab. The physician questioned the hgb results and all 3 patients were redrawn and corrected reports were sent out. No death or serious injury, no change to patient treatment was associated with this event.

Manufacturer narrative:
The specimens were collected in 3ml pd and 250ul microtainer tubes. The samples were short draws. Qc was performed before the event and results were within acceptable ranges. A field service engineer (fse) was dispatched: a) the fse replaced secondary aspirate pump. B) the fse cleaned and reassembled the blood sampling valve (bsv). B) the fse performed precision, calibration and verified the instrument's performance. A clear root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.